Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Access site adverse event/ major bleeding: the cause was most likely unintended use error caused or contributed to the event due to bleeding stopped when stitch placed by surgeon and angle matching performed, heparin was also stopped. Device history review: the device passed all post sterile inspection checks.

Event description:
An impella cp was inserted via the femoral artery in the 78 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient had known history of coronary artery disease, and any other underlying condition was not known. The cp was supporting the patient in the ICU when on day 2 there was an observation made of an access site bleed. The cardiothoracic surgeon applied extra suture, the site was then managed per standard best practice, and the team stopped the heparin anticoagulation. The team assessed the effectiveness of the anticoagulation and found the anti-xa to be 1.0 when the peak range is 0.3-0.7 iu/ml. On day 8 of the support the pump was explanted and was replaced by another impella. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.